Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed a recharge antenna failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they have been having trouble charging their device for weeks and keep seeing no device found. Caller stated it will work sometimes without any issues but has been having fewer and fewer times where they can get a connection. Caller reported that last night they tried for an hour and a half to get connected for recharge without success. Caller has tries turning the device on and off but this does not help. Caller added that the recharger cord where it connects to the paddle as well as the relay box have been getting very hot and caller has to take the cord away from their skin or it would burn them. Caller informed mdt rep andrew of the issue earlier today and was redirected to patient services. An email was sent to the repair department to replace the recharger. On (B)(6)2022, pt stated she received the rtm cord but she is still not able to connect to charge her ins. Pt stated she is onl y seeing "checking recharger" screen but it will not change from that screen - pt stated that she has been on this screen for 10 min - pt verified that she has tried to disconnect and reconnect the rtm cord but that has not resolved the issue. Pss is sending a request to repair for the controller. On (B)(6) 2022, pt said they got a replacement controller and recharger antenna (rtm), but when they plugged the replacement controller into the replacement rtm, they advanced through all the set up screens, but the controller got stuck on the "checking the recharger" screen and would not advance. Pt said their old controller did the same thing and pt said they had been without their ins for 5 days and were frustrated. During the call, the pt navigated the set up screens, but got stuck on the "checking the recharger" screen and controller would not advance. Pt performed a reset of the controller, but after reset, the controller did not advance beyond the "checking the recharger" screen. An email was sent to the repair department to replace the controller. It was reported on (B)(6) 2022 that the controller screen was still getting stuck on "checking the recharger" with the controller replacement that was sent. An email was sent to repair to replace the recharger. No symptoms were reported.